Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that when taking vein and had complete the dissection portion of the case. They switched out the scope and added the cannula and vasoview hemopro 2. They began sealing and cutting tissue, first in the lower leg, then in the thigh area. A few branches into the thigh, they experienced a burn where the toggle was pulled back, but the activation did not occur right away and then only activated for about two seconds before it shut off again. For this burn, the device had not been active for about 8 seconds. This did not appear to have been the result of the auto shutoff activating. The harvester continued to use the device and when asked afterward, indicated that the intermittent burning occurred like that two other times during the case. They continued to observe the activation during the case. They did not replace any of the parts (power supply, adapter, ext cable, kit) since the device continued to work after the few pauses. Power supply was set at 3 the whole time. The case was completed with the same device. There was no delay in the case. No patient injury.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 07/17/2025. An investigation was conducted on 7/21/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Heavy char was observed on the intact heater wire. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000484239 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.